Manufacturer narrative:
Eval summary: a non-datascope iab was returned for eval. The original event did not involve a datascope balloon. (This follow-up MDR was mailed to the FDA on 6/19/98).

Event description:
The iab was inserted into the pt on 3/26/98. On 3/29/98 after iabp for about three days, the "gas leak" alarm sounded from the pump and blood was noted in the tubing. The iab was removed and no second iab was inserted. On 6/4/98, the following was reported to datascope: the iabp alarmed "gas leak". The catheter was inspected and all connections remained intact and no blood was noted in the tubing. The iab insertion site was intact with no bleeding. The iabp began to alarm "gas leak" again. A small amount of blood was then noted in the catheter tubing. The iab was removed by the dr. There was no pt injury or complication as a result of the event on 3/29/98. Iabp was to be discontinued that day. The pt remained stable. The extremities remained warm with the pulses palpable. Minimal bleeding was oted at the right groin site. [Event complications]: none from the event-reported 3/31/98 and 6/4/98. [Pt's current status]: pt stable-rpt'd 6/4/98.